Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, reporting the patient was crying due to being shocked by the pain implantable neurostimulator (ins). It was noted that the patient¿s insurance won¿t let them go to the doctor who put the device in anymore.